Event description:
The pt had a suppurative thrombophlebitis starting in the brachial vein at the antecubital fossa on the left. White creamy pus was coming from this. It extended approximately 4 cm. The pt was given general anesthesia. The old IV site that was oozing white pus was totally excised down to the vein. The distal end was open and bleeding, and this was ligated with a 3.0 vicryl tie. The vein was sharply dissected up the arm for approimately 5 cm, at which point there was a least 1 cm of vein that did not appear inflammatory. The vein was transected and ligated. The wound was thoroughly irrigated with bacitracin solution and closed except for the distal end that was left open and packed with xeroform gauze. Sensitivity positive for staph aureus. IV antibiotics for 1 week. The IV line was placed prior to transport to this facility.